Manufacturer narrative:
(B)(4). Concomitant medical products and therapy dates detail of product : associated item number 00631005632, item name liner 10 degree elevated rim 32 mm i.d. For use with 56 mm o.d. Shell, lot # 63240208; associated item number 00998201723, item name femoral stem - revision taper - nitrided cementless 17 mm diameter 235 mm stem length, lot # 62908386; associated item number 00999301755, item name femoral body - revision - nitrided - porous cementless 12/14 neck taper extended 46 mm neck offset, lot # 62130396: associated item number 00223200201, item name greater trochanteric reattachment device long 121.4 mm x 22.1 mm with 2 distal cables (1.8 mm dia.), lot # 63144259; associated item number 00223200418, item name cable cerclage cable with crimp 1.8 mm dia. 635 mm length, lot # 63084087; associated item number 00223200418, item name cable cerclage cable with crimp 1.8 mm dia. 635 mm length, lot # 62591403; associated item number 00223200418, item name cable cerclage cable with crimp 1.8 mm dia. 635 mm length, lot # 63646510; associated item number 00223200418, item name cable cerclage cable with crimp 1.8 mm dia. 635 mm length, lot # 62951956. The manufacturer received x-rays and other documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that 2 weeks after the implant surgery the patient underwent revision surgery due to dislocation of the hip.

Event description:
Refer to report 0009613350-2018-00746.

Manufacturer narrative:
315this follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: dislocation. Event description: it has been reported that the patient underwent revision to reposition the liner on (B)(6) 2018 due to dislocation on (B)(6) 2018. This is a split case of with warsaw (B)(4). The involved biolox head was implanted on (B)(6) 2018 during the revision of the fractured right hip femoral stem (see (B)(4)). Review of received data: two ap right hip tha x-ray image were received and reviewed by health care profession. The images was taken on (B)(6) 2018, which was after the previous revision surgery ((B)(4)), but before the dislocation. The images showed right tha with associated side plate and cerclage wires. The report states the tha is in normal alignment without periprosthetic abnormality. The side plate is held in place by cerlage wires, but not well integrated to femoral cortex as the spacing in between can be seen. A cortical fracture extends medially to the stem is noted between third and forth most distal cerclage wires. Bone are otherwise well mineralized. The received photos are not case-relevent documents, as the explants in the photos are from the previous revision surgery ((B)(4)) instead of the complaint event. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. The review of device history record and raw material certificate did not idenfify any deviations and anomalies. Root cause analysis: root cause determination using sap rmw: failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to inadequate taper connection design leads to dissociation of the ceramic head (taper connection not able to resist the impaction force) - not possible, a systematic issue with design would have been detected as part of the issue evaluation assessment. Failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to inadequate head design leads to impingement; limited range of motion - not possible, a systematic issue with design would have been detected as part of the issue evaluation assessment. Failure of connection between stem and ball head, dislocation, dissociation, implant breakage due to insufficient connection strength between head and stem due to insufficient material properties and/or design - not possible, according to material compatibility specificationthe material has been tested. Further, a systematic issue with material properties and/or design would have been detected as part of the issue evaluation assessment. Failure of connection between stem and ball head, postoperative tissue reaction, metalosis, dislocation, dissociation, aseptic loosening of stem, osteolysis due to insufficient connection strength / micromotion leading to wear in taper connection between stem and head = possible, as the component is not available for examination, the condition is unknown. Failure of connection between stem and ball head, dislocation, subluxation, dissociation, abrasive wear, limited rom, impingement due to inadequate head and/or adapter design leads to impingement (component to bone) with stem - not possible, a systematic issue with design would have been detected as part of the issue evaluation assessment. Failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to impingement (component to bone, component to component, component to soft tissue) due to malposition of components (stem, head, cup) - not possible, as the x-ray image review states the tha is in normal alignment dislocation, subluxation, leg length discrepancy, aseptic loosening of components due to selection of wrong components (e.g. Wrong size of head diameter and/or offset) =possible, as no medical document was received, this cause cannot be excluded. Failure of connection between stem and ball head, implant breakage, corrosion, metalosis, dislocation, subluxation, abrasive wear due to head is implanted on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper (particles between stem taper and ball head taper) = possible, as no medical document was received, this cause cannot be excluded. Failure of connection between stem and ball head, abrasive wear, fretting corrosion, dislocation, dissociation, implant fracture, soft tissue impingement due to inappropriate assembling of head with stem (e.g. Insufficient impaction force and/ or off axis impaction, torque on head) = possible, as the component is not available for examination, the condition is unknown. Dislocation, subluxation, abrasive wear, leg length discrepancy, impingement, limited range of motion due to soft tissue laxity = possible, as no medical document was received, this cause cannot be excluded. Failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head, leg length discrepancy due to off label use; wrong combination of components used; combination with competitor products - not possible, as the combination was approved by zimmer biomet implant breakage, dislocation due to inappropriate advice by surgeon to inform patient on postoperative activities and limits. Possible, as no related information received, this cause cannot be excluded conclusion: the patient underwent a revision surgery due to dislocation 19 days after the previous revision surgery. The liner was repositioned, the head remained implanted. Two x-ray images which was take before the dislocation was received. It shows the fit, alignment of the tha and bone quality is normal. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Neither operative notes nor office visit notes were received. It is also unclear whether the patient had underwent trauma or high impact on the hip. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).